Event description:
Facility reported that ten minutes into the hemodialysis treatment the dialyzer developed a leak at the bottom ring. The patient became hypotensive, hct at 24% was at 31.5% on 4/1/97. The treatment was stopped. A ne dialyzer was set up and treatment was resumed. Cross match and type was drawn. The patient was sent to the emergency room after the treatment for a transfusion. Sample is available for evaluation.